Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  The conflicting reports from the patient and the caregiver did not allow for a use error to be determined as the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. This occurred during dwell cycle four while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the caregiver and the patient disagreed as to whether or not the proper procedures were performed. There was no patient injury or medical intervention in association with this report. No additional information is available.